Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was able to perform and pass the self test however the failed battery test issue remained unresolved. Customer was advised a battery cap would be sent out. The insulin pump will not be returned for analysis.